Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further evaluation of all facts and circumstances surrounding the event, steris has determined that the event is reportable. It was reported that a user received a chemical burn while handling a cup of steris 20 sterilant concentrate.